Manufacturer narrative:
The customer requested replacement connectors however; the device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the endoscope reprocessor connectors were popping off during cycles. In addition, the customer was unable to get the spring clips back on. The event occurred during reprocessing and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse confirmed that the connecting tube could not be connector to the connector in the reprocessing basin. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to external stress son the connecting tube. The following information is stated in the instructions for use (IFU): ¿9 preparation and inspection: 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.